Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round spectrum 325cc saline breast prosthesis. Right breast prosthesis deflation was diagnosed per examination. As a result, the patient underwent removal and replacement with mentor smooth round spectrum 375cc saline breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).